Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post fall the patient was experiencing ineffective stimulation. A lead diagnosis was performed, and both leads were confirmed to have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates both leads had migrated and fractured at the anchor sites. Surgical intervention was undertaken on (B)(6) 2024 wherein, the leads were explanted and replaced to address the issue.